Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented no image. No patient injury or procedure impact reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The screen did not appear, a b30 scope communication error (no image) occurred. Additional issues were identified. There was a loss of the scope identification information. The bending section cover adhesive had a chip. The video connector case had a crack, and the label was peeling. The light guide corrugated tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to an abnormality (failure) of the image sensor unit built into the tip of the scope, an abnormality (failure) of the scope connector unit (internal electric board and electric parts mounted on the internal electric board), or an abnormality (failures) on the system side. Olympus will continue to monitor field performance for this device.